Event description:
It was reported the epg (external pulse generator) has a broken display. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be evaluation summary (B)(4): analysis confirmed the customer comment; the display was broken. It was also found that the upper/lower case, display lens and both bail covers were broken. The ring was also bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.